Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ IV catheter the steel needle at the front of the indwelling needle pierced the flexible tube of the indwelling needle, and the indwelling needle entering the patient's skin could not be pushed in. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, 10:50, when the patient was given a indwelling needle, the steel needle at the front of the indwelling needle pierced the flexible tube of the indwelling needle, and the indwelling needle entering the patient's skin could not be pushed in, so the indwelling needle was pulled out.